Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown implant ceramic head was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that the patient's hip was revised due to recurrent dislocations for the femoral head out of a competitor liner. A ceramic v40 28m + 0 femoral head and competitor liner was revised to a cemented stryker constrained liner with new head. Rep confirmed that no further information would be released by the hospital or surgeon.